Manufacturer narrative:
Additional information: section d added serial # (B)(6). Device evaluation: the iab was returned with the membrane completely unfolded. The extender tubing was also returned. No blood was visible on the catheter or extender tubing. Two kinks were found on the catheter tubing and inner lumen approximately 30.5cm and 35.3cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure display repeatedly disappeared from the console's monitor. The iab was replaced and the issue was resolved. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure display repeatedly disappeared from the console's monitor. The iab was replaced and the issue was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure display repeatedly disappeared from the console's monitor. The iab was replaced and the issue was resolved. There was no patient harm or adverse event reported.